Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, t-wave oversensing was observed. Low sensing was also noted. The physician decided to cap and replaced the sense/pace portion of the lead. The defib portion remains active.